Event description:
It was reported that a patient underwent a knee procedure on (B)(6) 2021 and barbed suture was used. Before use on patient, it was reported that fixation feature had been found broken when it was opened for right knee arthroplasty surgery. Upon visual inspection of the returned sample, the suture barbs were to be intact, and the fixation tab was observed to have one side broken there were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Investigation summary: a picture was received for evaluation and upon visual inspection of the picture a foil packet and a stratafix suture of product code sxpp1a400 was observed and one side of the fixation tab appears to be detached. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The product was returned for evaluation. Conducted a visual inspection of the sample returned. Visual analysis of the returned product revealed that one empty foil packet and a dispensed needle/suture product code sxpp1a400 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be intact and the fixation tab was observed to have one side broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ug/m